Event description:
Customer stated that they had received a reading of "lo", went to the emergency room where they tested their blood sugar and received a reading of 650 mg/dl. After a review of the system, the customer stated that they now understand how the strips work and that they believe that they require more blood than the meter they used previously. The customer was asked to return the meter for further evaluation and a replacement was provided.